Event description:
(B)(4) - the dentist reported that, 1 month after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. The patient presented bone type ii.

Manufacturer narrative:
The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered.

Event description:
(B)(4) - the dentist reported that, 1 month after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. The patient presented bone type ii.